Manufacturer narrative:
Correction: d9 product available to stryker. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection found the overall condition of the device to be in good condition. There are two large visible deep groves near the distal tip of the device consistent with saw blade contact marks (as revealed in the event description). The device also exhibits superficial gouging along the perimeter consistent with typical wear. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause for the damage seen in this case was attributed to a saw blade coming in contact with the device as noted by the complaint reporter in the event description. If more information is provided, the case will be reassessed.

Event description:
Instrument was hit with a saw blade.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Instrument was hit with a saw blade.